Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml at 139.7 mcg/day via an implantable pump. It was reported that a patient received an MRI and the motor stalled. Per the logs, the motor stall was on (B)(6) 2016 at 11:29. The MRI machine was a 1.5 tesla and the patient already received an MRI from the same machine on (B)(6) 2016 with no issue. The hcp reprogrammed the pump several times and after several hours and several attempts, the message "pump restarted due to restart command" appeared in the event log. Just in case, the hcp gave an oral baclofen "ordonnance" to the patient. The patient felt more spasticity over the weekend. The patient had the beginning of pruritus on (B)(6) 2016. The patient was sent for a visit to the hcp who confirmed that the pump was working. On (B)(6) 2016 the patient felt better. The patient status was alive - no injury. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative further reported that the implant date was not communicated by the physician. Reportedly, there was only one motor stall and it had recovered (previously reported as working). Actions/interventions take to resolve the issue was the patient¿s follow up visit done on (B)(6) 2016 to make sure the pump was working. The patient was receiving effective therapy and reported as ¿fine¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.